Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The motor passed motor test. No motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 361 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.